Event description:
On (B)(6) 2012, father reported the infusion device display was damaged and there is black "all across" the middle of the display. Pt sat on the infusion device a few days ago and the screen cracked. Father reported the bottom 1/3 of the display is still visible. The infusion device was requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.